Manufacturer narrative:
The patient sample was tested on an abbott instrument, resulting in a cea value of 3915 ng/ml (healthy individuals = < 5 ng/ml). The patient sample was provided for investigation and no interfering substances were identified in the sample.

Manufacturer narrative:
No interfering factors were identified in the patient sample. The measured cea value of a patient¿s sample can vary depending on the testing procedure used. The investigation did not identify a product issue.

Event description:
The initial reporter stated they received questionable results for one patient sample tested with elecsys cea on a cobas e 801 analytical unit. The sample results did not agree with the clinical status of the patient. The sample initially resulted in a cea value of > 1000 ng/ml. The sample was automatically diluted 1:50 and repeated, resulting in a value of 2513 ng/ml. An additional cea value of 2660 ng/ml was also measured. The patient did not have any corresponding clinical symptoms. Colonoscopy and computed tomography results were normal.

Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). The last calibration was performed on 12-sep-2024 and signals were lower than expected. Quality controls were within range prior to sample measurement. The investigation is ongoing.